Event description:
On june 23, 2008, it was reported to boston scientific corporation that a resolution hemostasis clipping device was used in a gastric bleed procedure in 2008. According to the complainant, "during the procedure, the clip bent backwards. When the clip was pushed against the tissue it bent backwards." The procedure was successfully completed with a second resolution hemostasis clipping device. At the conclusion of the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The complainant has indicated that the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The may 2008 15-month hemostatic clipping product family complaint trend report has been reviewed; no unfavorable trend was noted.